Event description:
It was reported that during a routine follow-up, the lead exhibited noise. Episodes of auto mode switch were also recorded and lead damage was also suspected. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.